Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14112. The pt has two leads implanted with the same lot number. It was reported, the pt experienced a change in her stimulation and a pinching/shocking feeling at her ipg site following a spinal fusion procedure. An sjm rep met with the pt and lead diagnostics were normal. There is no additional info at this time.